Manufacturer narrative:
Preliminary investigation performed by r&d project manager: looking at the image attached to the complaint it is visible that the terminal is blocked inside the cup. It is not possible to determine the root casue even if it is possible that the instrument balinit coating is scratched and this caused the cold welding with the cup. Batch review performed on 17 june 2022: lot 2053947: (B)(4) items manufactured and released on 28-july-2021. No anomalies found related to the problem. To date, no other similar events have been reported during the period of review. Additional implant involved: batch review performed on 01 june 2022 on cup versafitcup cc trio 01.26.45.0054 acetabular shell cc trio ø 54 (k103352) lot. 2112747: (B)(4) items manufactured and released on 14-dec-2021. Expiration date: 2026-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event

Event description:
Terminal for cup impactor and versafitcup cc trio cold welding during the surgery, a back up shell of the same size was open and used without success because the press fit in the bone wasn't good. Due to this an additional acetabular bone reaming was necessary and a new cup size 56 was finally implanted with success. 1,30h delay in the surgery.

Manufacturer narrative:
Visual inspection performed by r&d project manager. During the analysis it is evaluated that the balinit coating on the instrument body is scratched and some sings are present. Some coating sings are present also on the cup body. The scratched of the balinit coating should be the cause of the reported cold welding with the cup.